Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The operating currents are normal and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer stated that the keypad is frozen. The customer also reports a motor alarm from their insulin pump. The customer does not use the sensor feature. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.